Event description:
It was reported that during an implant, post-paced t-wave oversensing on the ventricular channel was observed that inhibited ventricular pacing. The oversensing was seen on a real time egm. The low frequency attenuation filter was switched off and the sensing anomaly was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.